Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results accompanied by symptoms. The customer is concerned with tests results obtained of 47mg/dl. The expected fasting blood glucose test result range is 120-123mg/dl and 160-180mg/dl non-fasting. The customer did report symptoms of passing out. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.